Event description:
It was reported that the shaver was used during surgery when patient got cardiac arrhythmia. Surgeon stopped the shaver. When the surgeon used the shaver again, the cardiac arrhythmia occurred again with the patient. After second use the surgeon was finished with usage of the shaver and therefore he didn´t need to change the shaver. The patient is well. It was not necessary to switch the surgical technique or do a second surgery. ***update swit 15-dec-2020: the arthrex shaver ar-8330f only influenced the ECG device in the display of conduction. The patient did not have any arrhythmias at any time. The shaver in question was replaced during the surgery. With the replacement device, there was no further change on the ECG monitor.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not identify any issues relevant to the reported event.